Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged monitor case, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case and was displaying service code 204: belt/monitor unusable.